Event description:
This case was reported by a consumer and described the occurrence of worsening of cataract 1 eye in a pt who received poligrip (super poligrip original denture adhesive cream) for drug use for loose dentures. The pt called to report a product quality complaint involving the tube. Verified this report. The pt's past medical history included cataracts (2002) and surgical correction of a cataract in the right eye (2002). Concurrent medical conditions included high blood pressure and high cholesterol. In september 2004 the pt started poligrip (dental). Approx 1 month later the pt was diagnosed with the worsening of left eye cataract and had outpt laser cataract extraction. After surgery the pt had difficulty seeing. This case was assessed as medically serious by gsk. The pt was treated with tobraex and prednisolone acetate (eonopred). Treatment with poligrip was continued. The event is unresolved.